Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed pressure sensor circuit test. There was no patient involvement.

Event description:
It was reported that the device failed pressure sensor circuit test. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 21jun2013 to the present date 12jan2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.